Manufacturer narrative:
(B)(6). Date of event is unknown. This report is for an unknown distal locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 that a 5 mm distal locking screw was removed from patient¿s tibia due to pain. The original surgery to repair a tibia fracture was performed on (B)(6) 2017. Only the 5 mm locking screw was removed on a tibia nail. No further revision surgery was performed. The surgery was completed successfully and the patient outcome was satisfactory. This report is for an unknown 5 mm distal locking screw. This is report 1 of 2 for (B)(4).